Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Customer noted that consecutive cartridges had also triggered alarms. Tandem technical support decided to replace the pump, as it was still under warranty, which expires on november 7, 2026. The customer was apprised that the replacement pump would have older software, but an update would be available, which they acknowledged. Instructions were provided for putting the pump into storage mode, returning it within 10 days, and transferring settings and cgm to the new pump. The replacement pump was sent to the customer without requiring a signature for delivery customer will continue to use current pump.